Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the patient still has a scab on the incision site. The patient was reprogrammed, no medication was prescribed, and patient was doing well.